Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have red patches on face; puffy face; irritation and difficulty breathing; coughing; blocked nose; pneumonia; fibrosis on right lung. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have red patches on face; puffy face; irritation and difficulty breathing; coughing; blocked nose; pneumonia; fibrosis on right lung. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.